Event description:
Healthcare professional reports end user was injured on his right thumb from a piece of glass while preparing the directcheck quality control. There was no report of serious injury or administration of medical treatment.

Manufacturer narrative:
(B)(4). Itc has requested all data required for form 3500a.